Manufacturer narrative:
The recipient is reportedly experiencing a possible allergic reaction to the implant. Revision surgery is scheduled.

Event description:
The recipient underwent repositioning surgery due to device migration and was treated with a peripherally inserted central catheter line.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient underwent repositioning surgery and was treated with a peripherally inserted central catheter line. The recipient's infection reportedly resolved, however, is experiencing pain and burning at the implant site. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to receive additional information regarding treatment and recipient status were unsuccessful. This is the final report.

Event description:
The recipient reportedly experienced an infection at the implant site and device migration. The recipient underwent repositioning surgery and was treated with a peripherally inserted central catheter line. The recipient's infection reportedly resolved. The recipient is now experiencing pain and burning at the implant site with and without device use.